Manufacturer narrative:
Pump received with minor scratched lcd window, loose drive support disk,cracked case at the reservoir tube window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump needs to be replaced. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer received information about the drive support cap. No further details given.